Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon felt the motion of instrument on patient side manipulator (psm) arm 2 was not correct. The operating room staff confirmed that the sterile adapter was seated correctly and exchanged the instrument used on psm arm 2, however, the surgeon felt that the motion had not improved. At this time the surgeon made the decision to complete the planned procedure using standard laparoscopic techniques. After the surgical procedure was completed the surgical staff found a crack in the 8mm cannula accessory. The surgical staff at the hospital reviewed the procedure video and found that the cannula exhibited the crack for the entire duration of the procedure. No missing or fallen pieces were reported and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cannula accessory exhibited two cracks that were aligned with the shaft. The cannula accessory was cracked from the cannula tip to the mid-section; both cracks measured roughly 1.639 in length. Functional testing was conducted with an 8mm gage pin and the cannula failed. The gage pin did not pass through, which indicated that the circumference at the cannula tip was out of specification. The circumference of the cannula tip was in an oval shape. The damage was concluded to likely have been due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the cracks, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.